Event description:
Orthopat set up and found to be leaking blood from bladder/centrifuge area. Appeared to be from the area where the tubing enters the bladder. The bladder appeared to be intact. The orthopat was changed over to a new one. No harm to patient, but there was blood loss.